Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium. Establishment name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced issues with infusion set fell off while playing and pulling on tubing at school on (B)(6) 2026. No further information is available.